Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 5 devices were received for evaluation. 2 events were duplicated during testing. 1 device was found to be affected by internal corrosion and shattered bearings. 1 device was found to be affected by debris. 3 events were not duplicated during testing; however, the device was outside specifications. 2 devices were found to be affected by internal corrosion. 1 device was found to be affected by debris. 1 device was available for evaluation but has not yet been received. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was not available to stryker for evaluation.  Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. H3 other text : device not returned for evaluation

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact.